Event description:
It was reported that the customer had gotten sick a few days ago and her blood glucose levels were too high. Customer stated that it was not due to the insulin pump but due to her illness. Customer reported that she required medical attention or was hospitalized during the last 90 days. Customer declined a transfer at this time. A follow-up call will be scheduled. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.